Event description:
It was reported that 2 hrs post peripheral angiographic procedure, the pt experienced a transient ischemic attack, 15 mins of vision loss in one eye and times of expressive aphasia. Symptoms gradually were solved. The pt status is listed as "ok". It is unclear how the catheter performance related to the incident.